Event description:
A customer reported having difficulties drawing blood through a onelink standard bore extension set. This was reported to have occurred during patient use, though patient injury and medical intervention were not reported in association with the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.